Event description:
Coiling treatment of an aneurysm. It was reported during coil delivery, the coil caused two loops of the previously implanted coil into the parent artery. The procedure continued with add'l coils. A stent was placed across the neck of the aneurysm to secure the coil loops against the parent artery. No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was implanted in the pt.